Manufacturer narrative:
The insulin pump failed the displacement test, followed by a motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump was received with cracked case at the display window corners, cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer states the device was exposed to an MRI scan. The customer was assisted with troubleshoot. The device would not rewind, the alarm history could not be checked. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being returned for analysis and replaced.